Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg had moved and the patient felt discomfort at the ipg site. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg had moved and the patient felt discomfort at the ipg site. The patient will undergo an ipg revision procedure.